Event description:
Information was received on (B)(6) 2011 via a medwatch form sent by nurse risk manager to integra via (B)(4) mail. During a routine c-section, piece of carbite insert from needle holder broke off needle holder and dropped into patient's abdomen. Piece was retrieved by provider. Additional information was received on (B)(6) 2011. The nurse reported "no x-ray was taken. It is up to the provider as to whether x-rays are necessary. It appears the piece which broke off was recovered in its totality. There was no stated delay in the procedure nor any documented harm to the patient."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.